Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery, and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump passed the basic occlusion, prime, displacement and self tests. However, unable to perform the occlusion, excessive no delivery or unexpected restart test due to constant motor error alarms during the bolus delivery. No rewind anomaly was noted. All operating currents were within specifications, and no unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm. The customer's blood glucose level was 176 mg/dl. The customer also reported a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the device back for analysis.